Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigation. Based on the information provided, the cause of the reported complication cannot be determined. A system log review could not be performed due to insufficient event information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, one of the hinges of the force bipolar instrument popped out and caught on the peritoneum, requiring intervention. The surgeon was then required to suture the defect in the peritoneum to ensure the mesh would be fully covered. When the peritoneum was excised, and the flap was laid down in preparation for the mesh to be installed, less than 10cc of blood loss occurred during the event. The misaligned hinges have inhibited the instrument jaws from opening and required the instrument be exchanged for a backup.